Event description:
Before implanting the spv as a v-p shunt, the doctor checked the pressure. The setting of 110mmhg showed 150mmhg. Therefore, he did not use it. He would like sophysa to see if the measured values are within its specifications.

Manufacturer narrative:
Results of analysis will be developed in a f/u report.